Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit occlusion while on a patient. The customer stated the patient was moved to another ventilator and there was no patient harm or injury.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the gas delivery engine. Operational verification procedure (ovp) testing was performed which passed. The fsr confirmed the ventilator passed all testing and met all vyaire OEM specifications. The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer was unable to be confirmed or duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.